Event description:
It was reported that increased capture thresholds were observed. During a device change-out, the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.